Event description:
Complaint description: a hosp nurse reported that black & green lines appeared on a video monitor when an a4801a video laparoscope was used during a procedure. An olympus sales rep stated that the procedure was completed with a second device without complications.